Manufacturer narrative:
Account replaced the brake casters and the foot brake and steer pedals to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the brake casters are ratcheting and the brake and steer pedal is bending due to the pressure required to apply the brakes at the foot of the bed.